Event description:
It was reported that the patient lost consciousness and was taken to the emergency department by paramedics. Upon arrival at the emergency department, the patient's nurse noted that a 13-unit bolus had been administered, which the patient did not program. At the time the uncommanded bolus was delivered, the omnipod 5 personal diabetes manager was reported to be powered off. Blood glucose levels fell to 48 mg/dl. As part of the treatment, the patient received 2-3 intravenous (IV) boluses of dextrose, along with a separate IV providing a continuous infusion of dextrose 5%. The patient was discharged the following day on insulin injections. The pod was disposed of at the hospital, and the patient indicated that the hospital has misplaced their omnipod 5 personal diabetes manager.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency department visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Product family: omnipod 5 pdm. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Cloud data from the user for the period of 30dec2025-31dec2025 was downloaded and reviewed. Review of the cloud data found one bolus of 13 u delivered on 30dec2025. The cloud data showed that this bolus was based on a glucose entry of 105 mg/dl and a carb entry of 120 g of carbs. This bolus was correctly calculated based on the inputs, user settings, insulin-on-board, and sensor trends. Without log files, it cannot be determined if the controller was interacted with to program and deliver the 13 u bolus, as the cloud data does not contain logging of interaction with the controller. The exact cause of the reported uncommanded bolus could not be determined.